Event description:
The st. Jude medical representative reported that the patient exhibited no rate response when exercising and mechanical agitation of the device even when the sensor was programmed to the most sensitive setting. After receiving the archive data and a memory map, it was noted that the output from the sensor was zero and firmware indicated that the sensor was not functioning. Technical services recommended replacing the device and returning it for evaluation.